Event description:
Device malfunction: failure to advance suture knot. Time of malfunction and symptoms/ae: during vessel closure. Symptoms/ae: hemostasis achieved by cutdown and using a stitch. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the right and the left common femoral arteries after an abdominal aortic aneurysm (aaa) interventional procedure. On the right puncture site, the physician attempted to deploy the device, however, only 3 of 4 needles were visible and the suture failed to capture. The device was removed and a second device was used. During deployment of the second device, no needles were visible and the device was removed. The physician close the puncture site with a suture stitch to achieve hemostasis on the right. On the left puncture site, the physician deployed the prostar needles and the suture was captured; however, the suture knot could not moved or advanced. This occurred 2 times with 2 prostar devices. A cutdown was performed and the arteriotomy was closed using a stitch as well. There were no reported adverse patient sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The devices are expected to be returned for investigation. It has not yet been received. The prostar xl suture-medicated closure devices, part # 12322-01, lot# 55110-6h, indicated, are being filed under medwatch MFR# 2953144-2008-00007.